Event description:
Physician attempted to deflate the balloon by cutting the balloon port. Balloon would not deflate. The pt vomited. Endoscopy revealed the balloon to be stuck in the second part of the duodenum causing a partial gastric outlet obstruction. The tube could not be withdrawn percutaneously. Using computerized tomography-guided needle aspiration, the balloon was deflated and the tube was easily withdrawn. Intravenous therapy was initiated.